Manufacturer narrative:
Product ID 8709, lot# l62218, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that this patient had a refill on (B)(6) 2013, with no changes to dosing done at that time. However, the patient was admitted to the intensive care unit (ICU) that night with respiratory suppression and 'overdose like symptoms.' An overdose and a possible pocket fill were suspected. However, it was unclear if a pocket fill was communicated by a health care provider or care giver. The pump was reprogrammed. The patient was administered and responded to a narcan drip and supplemental oxygen. The patient was alert, talking, and stable. The patient was later noted to be home, being set up for an indium dye study, and would be scheduled for a pump and possible catheter revision. It was reported that no further action was taken. This device system was used to deliver morphine.